Manufacturer narrative:
One 777f8 catheter was received with a non-edwards contamination shield for evaluation. The reported issue of a broken balloon was confirmed. The catheter balloon was found to be torn from proximal and distal bonding sites. The balloon latex was missing and was not returned. The report of resistance was unable to be confirmed during evaluation. The catheter was received inserted in a non-edwards contamination shield. Catheter was able to be inserted and removed from the returned contamination shield without causing damage to the catheter body. All through lumens were patent without any leakage or occlusion. There was no other visible damage observed on the catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A corrective and preventive actions (CAPA) was generated to further investigate this issue. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the balloon of this swan ganz catheter broke. The catheter had resistance while passing through an arrow protective sheath. The resistance caused the balloon to tear. The balloon was successfully tested during device prep. The issue was resolved by switching to a new catheter. There was no patient injury.